Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) results from multiple pt samples that were generated by the unicel dxl 800 access instrument. Patient a: the initial tpsa result was 0.34ng/ml and 14.05ng/ml upon repeat. Patient b: the initial tpsa result was 0.11ng/ml and 5.2ng/ml when retested. Patient c: the initial tpsa result was 0.11ng/ml and 4.16ng/ml upon repeat. Patient d: the initial tpsa result was 0.15ng/ml and 6.5ng/ml when repeated. Patient e: the initial tpsa result was 0.41ng/ml and 18.6ng/ml upon repeat. Patient f: the initial tpsa result was 0.31ng/ml and 12.01ng/ml when repeated. The erroneous tpsa results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connect with this event.

Manufacturer narrative:
Qc was within specifications prior to the event. Service verified the instrument to be performing acceptably. No additional information regarding this event was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.